Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump loses time in minutes. The customer¿s blood glucose level was unknown. Customer also reported that the hairline crack on reservoir and battery, display screen was dimmer and scratches on screen. It was reported that the insulin pump was slower when priming and display screen was dimmer. Customer reported that the insulin pump also received no delivery alarm. No further information provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected time/clock anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).